Event description:
It was reported that; the arthroplasty was revised due to infection. The components were implanted in situ for approximately 3.2 years. The tibial insert component was revised. The patient presented with a (B)(6) score of 2 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5510-f-502, lot # l5cfp, description: triathlon-cr femoral component cemented #5 right, cat # 5520-b-400, lot # oxtn, description: triathlon prim cem fxd bplt #4, cat # unk, lot # unk, description: unknown patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.